Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿novolog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Novolog was tested for up to 72 hours.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer noticed insulin on the pump after removing the cartridge. Reportedly, the cartridge had been in use for 4 days and did not appear to be damaged. The customer wiped the cartridge dry and resumed insulin delivery. Customer's blood glucose level was 201 mg/dl. The customer understood to change all the supplies.